Event description:
On (B)(6) 2012, the surgeon reported that the patient was getting his lead replaced due to high lead impedance. No additional information is known at this time.attempts for additional information are in progress.

Event description:
An implant card was received on (B)(4) 2013 which indicated that the lead was replaced as it was defective. The impedance at the time of surgery was not provided. Lead product information was obtained. Information was also received indicating that the explanted lead was discarded following the revision procedure. A review of programming history revealed that in june, diagnostics were within normal limits.

Event description:
Additional information was received on (B)(6) 2012 indicating that the high impedance was first notes on (B)(6) 2012 and that x-rays were performed. There was no suspected manipulation or trauma that is believed to have occurred. The x-rays have not been sent to the manufacturer for review and attempts for the lead product information have been unsuccessful to date.